Manufacturer narrative:
Follow-up information received on 12-nov-2015: the required number of follow-up attempts have been completed, with no response to date. No further follow-up will be pursued.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 31-mar-2017: legal claim received. Following adverse events were added: chronic pelvic pain, lower quadrant pain/pressure, and nickel allergy (rashes, allergic reactions). Company causality comment: this spontaneous case was reported by a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 and in 2013 she reported adverse events including severe cramping, chronic pelvic pain. The consumer underwent pelvic surgery on (B)(6) 2015 to address her complications. Pelvic pain is highly prevalent in women, and may have multiple causes. In this case no alternative explanation was provided for the event. This case was regarded as incident since surgery was required. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Upon receipt of follow-up information this case became legal, thus additional information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5043363) in united states on 03-aug-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. Ever since the placement of essure, consumer started experiencing hair loss, falling out in clumps, psoriasis on her scalp, swelling of the eyes with dry skin around the lids and underneath, weight gain, horrible periods, cramping worse than normal, pain on left side constantly, even worse during ovulation, exhausted, depression, no energy, mood swings, visions changes where it's hard to even drive at night, insomnia, pain in hips and legs, swelling, shortness of breath. Tylenol was used when pain get too bad. A hysterectomy is scheduled for 2015. Follow up 11-aug-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced cramping. This event was considered serious due to medical importance and listed in the reference safety information for essure. In this case, consumer experienced this event ever since the placement of essure. No alternative explanation was provided. Considering the positive temporal relationship and given its event's nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention (hysterectomy) will be required. Additionally, non-serious events were reported. The technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.